Event description:
The doctor received a minor burn while doing an emergency appendectomy. This happened twice on the same day and both surgeries were appendectomies. Refer to MFR rpt #1720159-2000-00062 and #1720159-2000-00063.